Event description:
Pt's husband reporting that cadd legacy pump sn (B)(4) is "not working" when asked to further explain, he refused to go any further. Pump being replaced, return box sent. No interruption in therapy. No other info known. It is not known whether reported product fault occurred while in use with pt. It is not known if the product issue caused or contributed to pt or clinical injury. We are replacing the device. Dose or amount: 20 ng/kg/min, continuous IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.